Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result this event was identified as being reportable on aug 12, 2025 and is being reported retroactively out of an abundance of caution.

Event description:
47 year old with mostly anterior fibroids, very thin posterior myometrium. No issues during procedure; only two ablations performed. Presented on pod2 to the ER with fevers, chills, malaise, exhaustion. Tmax 101, generalized body aches. Vaginal swab and blood cultures x2 all positive for group b strep (suspect vaginal source that caused bacteremia). Admitted for 3 days for IV antibiotics and IV opioid pain control. Continued to have malaise, inability to return to work, abdominal pain until 4 weeks after surgery, at which time she finally felt well enough to return. She had 2 CT scans: first showed gas in the ablated fibroids, the second one a week later was normal. No evidence or concern for bowel injury, peritonitis, or other complication. - received 2 weeks of augmentin and doxy upon the bacteremia diagnosis.